Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 maintenance required. User tried to recover but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height drawer says requires maintenance. User tried to recover, the drawer pops open then remained failed. The field service engineer (fse) replaced multiple drawer-related components and tested with known good parts during troubleshooting, but the issue persisted. After isolating the root cause, the fse replaced the complete drawer assembly, which resolved the issue and restored normal drawer functionality. The system functioned as intended after the field service engineer repaired the device.